Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 114 mg/dl. The blood glucose reading at the time of the event was 36 mg/dl. Customer unsure of why she was low. Customer stated that the insulin pump alarmed motor error a month ago. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.